Event description:
A report was received that the patient was experiencing charging difficulties and warmth at the pocket site. The physician determined that the ipg was superficial which was caused by non device related weight loss. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing charging difficulties and warmth at the pocket site. The physician determined that the ipg was superficial which was caused by non device related weight loss. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information received indicated that the physician relocated the ipg and the patient was reportedly doing fine after the procedure.